Manufacturer narrative:
Correction: d4, h11.

Manufacturer narrative:
UDI related data quality updates only. Additional information: d4, g3, g6, h2, h11.

Event description:
During a ventricular tachycardia procedure, there was a shift on the ensite x system resulting in a 1-2 hour delay. The ventricular tachycardia needed to be induced again and the procedure restarted. The procedure was completed with no adverse patient consequences.

Event description:
During a ventricular tachycardia procedure, there was a shift on the ensite x system resulting in a 1-2 hour delay. The ventricular tachycardia needed to be induced again and the procedure restarted. The procedure was copmleted with no adverse patient consequences. Later, replacing the ensite x amplifier resolved the issue.

Manufacturer narrative:
One ensite x amplifier was received for evaluation at tech center. Software: the reported event stated that ¿there was a shift on the ensite x system resulting in a 1-2 hour delay¿ occurred. Review of the ensite x cardiac mapping system voxel mode confirms that in some cases a shift can occur. If a shift occurs, it is recommended to remove any metal that may be causing distortion. Additionally, use the prs setup screen to align the prss to the original location, reset metal baseline, or begin a new study. See ensite x ep system IFU, setup, system, prs sub-tab. Hardware: the field reported event was not able to be duplicated. Evaluation testing was successful. Based on the information provided to abbott and the investigation performed, the reported event was not able to be confirmed, and the root cause remains undetermined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.